Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section and b3 section.

Event description:
It was reported that on (B)(6) 2021, customer reported having critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm on (B)(6) 2021 and was in the hospital on (B)(6) 2021 for high blood glucose and diabetic ketoacidosis due to being unable to deliver insulin. Customer said she had stayed overnight, so hospitalization admission date was (B)(6) 2021. Customer did not know how much to deliver via manual injections and was advised to got to the hospital since her bg went up to 17mmol/l. Customer felt thirsty and had ketones. Customer also said her cannula was leaking, which she says happens often. Customer said there was a crack on the back of the battery side from top to bottom by the clip railing region. Customer said was sitting on the pool stairs last night but not with the pump in the water.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had a critical pump error alarm and other pump error alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated that they were hospitalized due to being unable to deliver insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.